Event description:
It was reported that this deep septal lead exhibited loss of capture and no sensing due to a dislodgement. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.